Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in clarification of pump flipped as the needle as advanced into the access port, the healthcare provider reported it was not a complete flip, but they could feel it moving during the procedure.

Manufacturer narrative:
Catheter: analysis of the catheter identified a hole and damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product ID 8709sc, lot# n157500035, implanted: 2008-10-21, explanted: 2023-01-04, product type catheter p; product ID 8578, lot# hg5rg0x05, implanted: 2023-01-04, explanted: 2023-01-04, product type catheter. Device information references the main component of the system. Other relevant device(s) are: product ID: 8578, lot #: hg5rg0x05, ubd: 30-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine (20 mg/ml, 4 mg/day) and hydromorphone (8 mg/ml, 1.6 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a routine pump replacement surgery today, (B)(6) 2023. The healthcare provider (hcp) was unable to disconnect the sutureless connector. It was also noted to have a few small holes in the proximal end of the spinal catheter that was removed. The rep also reported that they used the plasmablade in this surgery and they did not feel it touch the catheter. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at time of report. There was a normal dye study completed pre-operatively. The myelogram interpretation reported that the contrast filled the intrathecal space at the catheter tip and then dispersed freely without restriction. Contrast moved both cephalad and caudad from the injection point. Contrast was visualized moving freely into the lumbar and thoracic intrathecal spaces. There was no obstruction to the contracts flow. The results reported that this was a normal catheter dye study and the pump system was intact and functional. It was reported the pump flipped as the needle was advanced into the access port. The catheter system required surgical catheter revision. The pump replacement was due to end of battery life. The patient's pump was electronically analyzed and programmed to deliver a single priming bolus of 0 mg hydromorphone over 16 minutes to fill the implanted intrathecal catheter. The patient's status at time of report was alive - no injury. The patient's concomitant medications were adderall, cephalexin, diclofenac, dulera , esomeprazole, magnesium, furosemide, hibiclens, lorazepam, mirtazapine, mupirocin ointment, ondansetron hcl, phentermine, proair hfa, sumatriptan, topiramate, triamcinolone acetonide, triamterene - hydrochlorothiazide, vitamin d12, and vraylar. The patient's medical history was asked, but not reported. No symptoms were reported. Additional information was received from a company representative reporting that it was unknown if the pump flipped. No further info rmation was provided.